Manufacturer narrative:
Overall investigation summary: a complaint was received on an optivantage injector 849001 serial number (B)(6) alleging two separate occasions where the operator received an electric shock when they had brushed past the plastic housing of the console. There were no reported injuries, but additional information was received stating that the operator claimed to have pain in their hand for the remainder of the day. A service engineer went on site, checked the injector for earth bonding, insulation, and leakage current, with no problem found. Service suspects this was a static discharge as it could not be duplicated. Potential causes of this static discharge could be the humidity levels in the facility, which were not reported. Lower humidity can lead to static buildup and contact with the plastic housing of the injector can lead to the discharge. A review of guerbet's complaint tracking system (cts) showed no related complaint activity for this device. Impact assessment summary: no injury to the patient/user reported imdrf codes: b01; c19; d15. Root / probable cause code: unknown. Root / probable cause summary: refer to investigation summary. No additional CAPA required at this time. Guerbet quality will continue to monitor and trend for similar issues. These trends and issues are reported on during quality metrics review and during the management reviews to consider input for additional corrective action. Disposition summary: unit remained in service.

Event description:
This case was reported by a facility in (B)(6), australia on 26 september 2025. Customer reported an incident involving a radiographer receiving an electric shock from the optivantage CT injector console. Reporter confirmed that in the day's prior, there were two separate occasions where a radiographer had received an electric shock when they had brushed past the plastic housing of the console.